Event description:
The home patient (hp) reported that they felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp had reported that they were overfilled and their peritoneum was torn as a result, however, the hp's healthcare professional (hcp) states that the hp lied. Hcp relates that the they have a prescription for prednizone and have gained weight as a result. Hcp states that the hp is very self-conscious of their weight gain. Do not like the way they look or feel when they have received their prescribed fill volume of 2500mls. According to the hcp, the hp lied and claimed hp had been overfilled in an attempt to have their prescribed fill volume decreased and their minimum drain volume increased. The hcp states the hp was not overfilled with fluid and there was no pt injury or medical intervention.